Event description:
The customer reported that the vertical column became stuck.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the column power supply. The system operates as intended.